Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to disconnection/short-circuit of the image sensor cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that the image did not appear. It looked like a sandstorm. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to failure of the image sensor unit or circuit board inside the scope connector. No more information can be provided at this time. If additional information is received, this report will be supplemented.